Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer reporting that when the system is in clinical use, the pt support moves up and down by itself. There was no report of any harm to a pt, operator, or bystander due to this event.